Event description:
It was reported to boston scientific corporation that a obtryx implant was implanted into the patient on (B)(6) 2011. The patient experienced complications and further surgery. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); pelvic pain; damage surgical interventions: on (B)(6) 2012 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: repairs to transvaginal sling and bladder rupture. Insertion of ureteric stent. On (B)(6) 2012 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: flexible cystoscopy +/- tov. On (B)(6) 2012 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: cystoscopy with removal of ureteric stent and removal of mesh from bladder.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.